Event description:
It was reported that; the sales rep, has reported on behalf of the customer, that upon insertion of the solis 14x5 cage, the cage allegedly shattered and needed to be removed and an alternative cage was used to successfully complete the surgery.

Manufacturer narrative:
Method: device not returned; results: the implant was discarded at the hospital - no device was returned for evaluation. Conclusion: therefore the root cause is not determined.

Event description:
It was reported that; the sales rep, has reported on behalf of the customer, that upon insertion of the solis 14x5 cage, the cage allegedly shattered and needed to be removed and an alternative cage was used to successfully complete the surgery.